Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of calcification, stenosis, and restricted mobility of leaflets was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Extrinsic calcification was observed on the inflow aspect of all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm non-transmural tear along commissure 2. Leaflet 2 had a 5mm tear along commissure 3. Calcification was evident near both tears. The wireform was exposed near all three leaflets at the outflow aspect and on commissure 2. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device has not been returned at this time, therefore no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. If or when the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm pericardial aortic valve was explanted after an implant duration of 8 (eight) years and 3 (three) months due to calcification leading to stenosis and restricted mobility of the leaflets. Echo showed a severe calcified prosthesis with leaflets hypomobility, dilated left ventricle, ef 34% , fibrotic pannus and increased gradients. Sinus tachycardia was observed on ECG. A non-edwards mechanical valve was implanted in replacement. Cardiovascular risk factors: diabetes mellitus, dyslipidemia, ex smoker, obesity. Indication for initial replacement of the native aortic valve was stenosis and insufficiency. After the procedure, the patient was noted as to be hospitalized in stable condition. The explanted valve will be returned for evaluation.